Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system t-connector extension set started leaking about one hour into the infusion where the tubing is connected to the t-connector hub. The infusion was stopped and blood started to back up and leak out of the same spot until the "t-piece" slide clamp was closed. The reporter estimated that 2ml of blood was lost. The set was running at 750 ml/hour. Lactated ringers were being infused. The set was used in conjunction with a baxter interlink extension set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A visual inspection and clear passage testing were performed with no issues noted. Leak testing and pressure testing were performed and revealed a leak between the tube and female luer lock. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.